Event description:
Rptr had marlex mesh placed for hernia repair. In late 1991, rptr states that the device "failed", as it was "tearing on the inside, in the middle and not at the sutures. Due to problems with insurance, rptr had to wait until 1997 for a subsequent hernia repair procedure due to the failed device. Rptr requested to have a sample of the mesh retained during the procedure, however the surgeon was unable to do so because the device had "disintegrated". More marlex mesh was placed during the procedure. The second procedure was in 11/97. Rptr claims that he has pain, and that the new mesh feels like "there are loose pieces of stuff floating around" while palpating abdomen. Rptr is concerned because the hosp failed to retain records for the mesh placed on 1/3/91, only "marlex mesh, 1 large piece x2" was on the chart. Rptr feels that this documentation is inadequate and probably "against the law." Rptr requests that on investigation of the uf take place, and would like to be notified if any FDA action has occurred regarding this event.